Event description:
Symptomatic patient with left-sided tcar performed under local anesthesia. Case went smoothly. Reverse flow confirmed, patient responsive during case and post-operatively. Pre-dilitation with 6mm x 20mm balloon catheter and stented with 8mm x 30mm. Post-operatively in pacu patient presented some weakness. CT scan showed stent was not thrombosed. Neuro took patient to or and cleaned out m1 segment. Patient was doing better post-operatively.